Event description:
Initial result for a pt hcg was greater than 10000 miu/ml. When repeated, the result was 48.01 miu/ml. The incorrect result was not used to guide therapy. The field svc rep was unable to determine a cause for the discrepant results.